Event description:
Additional information received from the manufacturer representative indicated the patient was receiving lioresal (2000mcg/ml, 360.5mcg/day).

Event description:
Additional information received from a healthcare provider (hcp) indicated the pump was sutured to the fascia inside the pump pocket. The pump pocket was created subfascial.

Event description:
Additional information received from a manufacturer representative reported the patient underwent a pump pocket revision on (B)(6) 2015. It was noted that the pump flip and migration were resolved. The cause of this event was still unknown.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal lioresal (lot number, concentration, and dose were unknown) in an implanted pump for intractable spasticity and cerebral palsy. Other medications the patient was taking were not available. The patient's medical history included cerebral palsy and was status post spine surgery approximately 6 weeks prior to the date of this report. During an attempted pump refill procedure, it was discovered the pump was flipped and appeared to have migrated through the peritoneum and was positioned near the bladder. The pump could not be accessed for refill. The refill was attempted via fluoroscopy and it was determined the pump was flipped and appeared to be free floating near or under the bladder. A CT scan was performed to confirm the device migration and appeared to have herniated through the peritoneum. The patient was admitted to a hospital for observation and a surgeon was being consulted to determine the plan to surgically revise the pump. At the time of the report, the issue was not resolved. Additional information was requested from the manufacturer representative regarding drug information, concomitant medications, if the cause of the pump flip/migration was determined, and if the issue was resolved. If additional information is received, a follow-up report will be submitted/the event will be updated.